Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0xdah, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported that they had no therapeutic benefit at all. The patient felt stimulation. The patient was at her health care provider¿s (hcp) office and was told to contact a manufacturer representative. She was currently on program 2 at 0.8 v and tried to increase; however, it was too intense if she increased to 1.0. Assistance was offered in changing programs but the patient wanted to consult hcp first. The patient had burning at the incision site and the implantable neuro stimulator (ins) was uncomfortable whenever she sat down or on the ins. The change in therapy/symptoms was considered sudden. The patient also mentioned that she received some information under anesthesia and couldn¿t remember what was told to her. The hcp reported that she didn¿t have access to an 8840 and that the patient had a lack of therapeutic effect since implant. No impedance measurements were taken. The hcp was able to change the patient¿s program from program 2 at 0.8 v to program 4 at 1.2 v. The patient felt stimulation in the vaginal area at 0.8 v on program 2 but anything higher created painful stimulation. The patient felt stimulation in the buttocks area on program 3. The indication for use was gastrointestinal/pelvic floor. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare physician (hcp). It was reported by the patient that their interstim device was removed sometime in 2015. A request was made to the hcp for the date of the removal. The hcp provided medical records and it was revealed that the patient who had a great result with phase I of the interstim who had been permanently implanted just months prior had the device (ins and lead) removed on (B)(6) 2015. It was noted that prior to the explant, despite changing to all the different modalities, the interstim did not work/was not working so the patient desired interstim removal. It was noted that there was minimal blood loss during the procedure and that the hcp noted the skin was puckering after removing the ins. The lead was then removed. The patient tolerated the procedure well. There were no further complications reported/anticipated.